Event description:
The device was used during a bypass procedure. Reportedly, the clips did not load properly and prefired. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.